Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the competitor device found that the lifetime impedance measurement data for the right ventricular (rv) lead was unable to be collected. It was implied that the measurements were out of range, as the measurements were suddenly in-range over the past few weeks. No further information was available.